Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. G2; foreign: canada. E1: telephone: (B)(6). Review of the most recent repair record determined the control bar was not in the correct position, the ball detent was not in the correct position within the thickness control lever and the width plates were worn. The control bar shaft, control bar, lever, and width plates were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit not cutting consistently. The event occurred during surgery, no harm, no delay. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the unit not cutting consistently. Event occurred outside of surgery. No patient involvement, no harm, no delay reported. No further information is available at this time, and diligence is in process.